Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 a follow up found a potential type 3a or type 3b endoleak. The physician elected to reline the initial devices and implanted and ovation main body and two limb stents. The patient is stable.